Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield swivel adaptor (a1018) gave way during surgery. Additional information has been requested.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation of the swivel adapter showed both torque screws are damaged, the lower torque screw threads are worn off, the upper torque screw has deep damages at the tip of the threads, both torque screws need to be replaced, and the serial label is worn off and needs to get replaced. Additional retainer rings, nylon washers, label and retaining pin need to get exchanged, and the unit will be marked with instance number and a function test is required to be performed. As a result, the unit was returned unrepaired and is no longer allowed to be used for medical purposes. Root cause - the complaint is confirmed via inspection of the unit. The unit has damaged components and also needed replacement of worn components. The probable root cause is rough or improper handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.